Event description:
The peritoneal dialysis patient reported a fluid leak noted after completion of treatment when cycler door was opened. The machine alarmed prior to the leak. The patient's effluent was clear. The patient did not take any prophylactic antibiotics. Sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.